Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation. The patient's father believed the battery was depleted. The patient had a return in incontinence and urinary tract infections. It was reported that the programmer was not working. It was unknown what kind of batteries were in the programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3093-28, lot# v342039, implanted: 2009 (B)(6), explanted: na; programmer: model 3037, serial# (B)(4).